Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event, patient and device information. A review of the lot history record for the reported lot revealed no nonconforming material records. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The reported patient effect of intimal dissection is listed in the xience xpedition, everolimus eluting coronary stent system as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
Subsequent to filing the initial MDR, the following information was received: pre-dilatation was performed with a 2.75x12 mm semi-compliant balloon. A dissection was noted post-dilatation of the xience xpedition with an unspecified nc balloon. No additional information was provided.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a moderately tortuous and moderately calcified de novo mid left anterior artery. The lesion was pre-dilated with an unspecified semi compliant balloon. A 3.5 x 33 mm xience xpedition stent was then implanted when a proximal edge dissection occurred. This was treated with another 3.5 x 33 mm xience xpedition stent and timi iii flow was achieved. There was no adverse patient sequela reported. No additional information was provided.